Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 076 alarm. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: review of the black box data and alarm history confirmed records of call service 076 alarms recorded. During investigation, the alleged call service 076 alarm was duplicated. During the investigation, it was discovered the pump had a failed motor assembly; the motor was not working. Investigation duplicated the complaint.